Event description:
The waters service engineer reported that while servicing the instrument, the roughing pump began smoking. The pump was unplugged and a new pump was installed. No injuries occurred as a result of this event.

Manufacturer narrative:
The pump was returned to waters and is currently under eval. A supplemental report will be submitted upon completion of the eval.